Event description:
It was reported that the patient noticed that the vns was moving and almost flipping when she lies in certain positions. The patient reported experiencing intermittent odd sensations on her right side and jolting sensations on her left side. The patient had experienced intermittent vibration and pain similar to the beginning of stimulation, but it does not progress as far up the neck and does not reach a pinnacle as stimulation typically does. Vns magnet disablement did not resolve the event. The patient stated that when she was sleeping on her stomach, she awoke to an odd sensation, like a vibration, on the right side of her chest. This occurred when the patient was lying on her stomach, sitting up, and also an hour later in a different position. It seemed to occur during these occasions when the vns was stimulating. The patient first believed that she had slept on her arm wrong, but was unsure if this was the cause. The physician's office reviewed a chest x-ray, which showed no breaks in the vns lead. The vns diagnostics were within normal limits per the physician. However, assessment of the device showed that the vns was quite mobile in the chest pocket. The patient denied any trauma to the chest or neck area. It was later reported that it was believed that the surgeon had created too large of a chest pocket for the vns. The patient was referred for pocket revision surgery with a potential vns replacement. Follow up with the company representative revealed that the patient underwent pocket revision surgery. It was reported that the intervention was for the patient's comfort and to preclude serious injury. There was no indication to date that the vns generator was replaced. No additional relevant information has been received to date.